Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: malfunction in the video processing board. Malfunction in the power supply circuit board. Damage in the lcd panel.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint of no image was not confirmed. No findings available. The cause could not be determined. The customer purchased a replacement monitor and power supply. No further information was reported.

Event description:
The customer reported to olympus that no image found on the monitor. There was no patient injury reported.